Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with its trigger partially engaged and a clip loaded incorrectly in the jaws. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. The trigger cycle was completed and the partially loaded clip was released. Another attempt was made. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was able to properly load into the jaws of the device and close. On the next attempt, the clip fell out of the jaws before it was loaded properly. The remaining clips were all fired properly. The sample was disassembled to look at the internal components. Upon disassembly, no damages were found. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. Of the remaining 7 clips, only 5 were able to properly load. It could not be the IFU for this other remarks: product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip."determined what prevented 2 of the clips to not load properly. The reported complaint of "clip fell from jaw" was confirmed based upon the sample received. One device was returned. The device was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. Upon functional inspection, it was found that 2 of the remaining 7 clips were unable to load properly. No damages were found to the device. It could not be determine what prevented two of the clips from properly loading into the jaws of the device. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Since it could not be determined what prevented two of the clips from properly loading, the root cause of this complaint is undetermined.

Event description:
It was reported that when the first clip was loaded in the applier, the clip was unstable and fell from the applier jaws. After that, the user tried several times but the same issue happened. As a result another auto endo was used instead and the procedure was successfully continued. Some clips fell in the patient but they were removed. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73j1600837 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the first clip was loaded in the applier, the clip was unstable and fell from the applier jaws. After that, the user tried several times but the same issue happened. As a result another auto endo was used instead and the procedure was successfully continued. Some clips fell in the patient but they were removed. There was no patient injury.